Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported her pelvic region felt vibrating that was uncontrollable and it was also in her left leg for the past five to six months, and was now going toward her right side. She was also having a hard time emptying her bladder and bowel and her heart was ¿pounding.¿ the patient was not able to use their patient programmer or recharger to check their system since they stated they got rid of them months ago, and thus was likely in overdischarge. It was noted the patient turned their device off nine months prior. The patient also reported her implant was eroding. Relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.